Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 22 devices were evaluated based on historical data analysis, 1 device was received. Evaluation findings (results/components): 22 devices: degradation problem identified, wear problem, lubrication problem identified, material and/or chemical problem identified, overheating problem identified / part/component/sub-assembly term not applicable, 1 device: overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 22 devices: product not received, 1 device: scrapped by stryker. Additional information: 23 devices were not labeled for single-use, 23 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 23 events for the failure: overheating of device: 4 events had no health consequences or impact, 18 events had problem identified during non-clinical procedure; there was no patient involvement, 1 event had problem identified before clinical use/exposure; there was no patient involvement.